Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt reported they were experiencing stimulation issues on their right side and pt did not provide an event date. Pt stated they were readjusted last week wednesday and now when they lay down they felt stimulation on their right side. Pt notified medtronic representative (B)(6) via voicemail of the issue. Pt stated they bent forward a little bit twice on their side for 20 seconds and the stimulation stopped and pt stated it was very intense. Pt noted they felt tingling on the back of their arm and leg periodically on their right side. Pt noted it was worse when they were laying down. Pt stated the stimulation wouldn't stop and they tried moving around and it felt like somebody hit them in the stomach. The patient was redirected to their healthcare provider to further address the issue. Ps advised the pt to contact their hcp on their end to connect with a representative. Pt was told to call their representative or patient services and they were still waiting to hear back from their representative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the pt bent forward slightly and reached out with their right hand to pick up items, this happened twice. Each time, pt had intense stimulation lasting 10-15 seconds. It was very uncomfortable, pt also had tingling when they were laying down. The rep turned off the adaptive stimulation, pt no longer has tingling or intense stimulation. Pt will be meeting with them at doctor's office on (B)(6) to discuss the situation.